Event description:
A user facility registered nurse (rn) reported a combi set blood leak that occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. It was reported that an air detector alarm went off, which alerted the operator to the blood leak. Blood was seen leaking externally from a hole in the bloodline. No leaking was noted during the priming phase. The patient was dialyzing on a fresenius 2008t hd machine with an optiflux dialyzer. After the blood leak was identified, the lines were clamped and the patient¿s treatment was paused. As a precaution, the machine was removed from service for evaluation and the patient was moved to another station. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies. Following the event, the machine was inspected by the facility¿s biomedical technician, and the machine passed all testing. No parts had to be replaced or calibrated, and the machine was returned to service. The combi set bloodline was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: g1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported a combi set blood leak that occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. It was reported that an air detector alarm went off, which alerted the operator to the blood leak. Blood was seen leaking externally from a hole in the bloodline. No leaking was noted during the priming phase. The patient was dialyzing on a fresenius 2008t hd machine with an optiflux dialyzer. After the blood leak was identified, the lines were clamped and the patient¿s treatment was paused. As a precaution, the machine was removed from service for evaluation and the patient was moved to another station. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies. Following the event, the machine was inspected by the facility¿s biomedical technician, and the machine passed all testing. No parts had to be replaced or calibrated, and the machine was returned to service. The combi set bloodline was not available to be returned for evaluation as it was reportedly discarded.